Event description:
The device was implanted via l-p shunt. Setting pressure was unknown. After implantation, it was noted that the device would not reprogram the pressure. The valve was replaced. Date of revision was unknown. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00130. A follow-up is being generated because medwatch was not filled out. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00130. A follow-up is being generated because medwatch was not filled out. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.